Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir housing had a chipped off piece which left the o-ring exposed. Customer advised there was a crack on the battery housing and they were not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched window, cracked case near the display window corners, cracked battery tube threads cracked, broken belt clip slot and broken reservoir tube lip. The insulin pump was missing the end cap sticker and the reservoir tube o-ring. The insulin pump works properly with one touch ultra link meter.